Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the device were not staying on the tissue. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Information is unavailable; device was not returned for evaluation.